Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed a high shock impedance measurement which was detected via the patient's remote monitoring system. There were no other lead issues identified. The local boston scientific field representative reported that the lead would continue to be monitored via the patient's remote monitoring system. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicates that the system displayed additional high, out of range shock impedance measurements. The local boston scientific field representative (fr) reported that the patient was seen in the emergency room where the device was interrogated. The system displayed a shocking impedance of 128 ohms. The fr indicated that the patient would continue to be monitored. There were no adverse patient effects reported. The system remains in service.